Event description:
Notice was given advanced sterilization products (j&j) regarding litigation that is currently in process. The lawsuit alleges that cidex had contributed to the pt getting human papilloma virus. The suit claims that a colonoscope was used and the infectious material in the colonscope had transferred to the pt causing human papilloma virus. It is stated that cidex was used to clean the colonscope before use.